Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that the insulin pump alarmed failed battery test and had an unresponsive keypad. The customer took the battery out in an attempt to resolve the keypad anomaly, and upon replacement of the battery, the insulin pump alarmed failed battery test as well as button error. The customer's blood glucose was 66 mg/dl. The caller stated that the customer had just come back from swimming, but she advised that the customer had not swum with the device. She did not observe any damage or corrosion to the battery cap, battery compartment, or spring. She did not have a new battery with which to troubleshoot. The customer did not observe any significant events leading to the keypad issues. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.